Manufacturer narrative:
This report is being supplemented to provide evaluation and microbial testing results. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was returned and evaluated by olympus. Evaluation found the light guide cover lens was cracked, the charged coupled device (ccd) lens was chipped, the distal end cover was chipped, the bending section cover glue was separated and white clouded, the connecting tube was buckled, switch #1 had a pin hole, the universal cord was wrinkled, the right/left knob had play and angulation was reduced, and the up/down knob had play and angulation was reduced.

Manufacturer narrative:
This report is being supplemented to provide cleaning, disinfection and sterilization information. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning involved aspiration of water through the instrument/suction channel and flushing of the air/water channel and auxiliary channel. No detergent was used for pre-cleaning. Manual cleaning involved brushing the instrument/suction channel, suction cylinder, and instrument channel. Aniosyne x3 was used as the detergent and albyn medical 2.7-4.6 mm brushes were used for manual cleaning. No manual disinfection was done. The automatic endoscope reprocessor used was getinge. Poka yoke dlc was used as the detergent and aperlan a + b was used as the disinfectant. The scope was placed in horizontally in a typhoon drying cabinet. Olympus was used for maintenance and repair. The scope was not sterilized. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on clarification to results of third party testing (please see b6) and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. We requested the customer's cleaning, disinfection, and sterilization processes; however, the information has not yet been received. Once the investigation has been completed, a supplemental report will be submitted with the device evaluation results.

Event description:
The customer reported to olympus that during routine testing, the evis exera iii gastrointestinal videoscope tested positive for microbial contamination. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which this medical device could have been a contributory cause.